Manufacturer narrative:
Device evaluation of the monitor has been completed. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction. The electrode belt has been returned and the evaluation is underway. The device flag data from the last download does not indicate any device malfunction. The review of the data indicated that the device powered on normally and was able to acquire the patient¿s ECG signal on the last day of use captured in the data download. No deficiencies alleged.

Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2023 while reportedly wearing the lifevest. The patient received six inappropriate treatments. The device was started up at 19:29:36 on (B)(6) 2023. At 20:58:07, the patient received the first inappropriate treatment. Rhythm at time of treatment was sinus bradycardia @ 20 bpm with hb/ unconducted p waves obscured by CPR/motion artifact. Post shock rhythm was sinus bradycardia @ 20 bpm with hb/ unconducted p waves obscured by CPR/motion artifact. At 21:03:02, the patient received the second inappropriate treatment. Rhythm at time of treatment was obscured by CPR/motion artifact. Post shock rhythm was obscured by CPR/motion artifact. At 21:03:29, the patient received the third inappropriate treatment. Rhythm at time of treatment was obscured by CPR/motion artifact. Post shock rhythm was asystole with intermittent cardiac activity obscured by CPR/motion artifact. At 21:08:32, the patient received the fourth inappropriate treatment. Rhythm at time of treatment was asystole obscured by CPR/motion artifact. Post shock rhythm was asystole obscured by CPR/motion artifact. At 21:09:07, the patient received the fifth inappropriate treatment. Rhythm at the time of treatment was asystole obscured by CPR/motion artifact. Post shock rhythm was obscured by CPR/motion artifact. At 21:09:40, the patient received the sixth inappropriate treatment. Rhythm at the time of treatment was asystole obscured by CPR/motion artifact. Post shock rhythm was obscured by CPR/motion artifact and electrode lead falloff. The response buttons were not pressed during the event. Oversensing of cardiac activity and CPR/motion artifact contributed to the false detection. The electrode belt was disconnected at 21:29:23 on (B)(6) 2023.